Event description:
The patient received her scs system consisting of an ipg and two percutaneous leads on (B) (6) 2008. It was reported that the leads migrated and the patient reported experiencing abdominal and nerve root stimulation. The patient's system was explanted and replaced (B) (6) 2010. Follow-up on the patient found that she received a paddle lead and is doing well. The percutaneous leads were not returned to the manufacturer for evaluation.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.